Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified abdominal aorta. A 12x40x75 epic was selected for use. During the procedure, when the stent was prepared and attempted to be advanced along the guidewire, it was noted that the tip appeared to be lifted. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter first name: updated. H6 - evaluation method codes and evaluation conclusion codes: updated.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified abdominal aorta. A 12x40x75 epic was selected for use. During the procedure, when the stent was prepared and attempted to be advanced along the guidewire, it was noted that the tip appeared to be lifted. The procedure was completed with a different device. There were no patient complications as a result of this event.